Manufacturer narrative:
On (B)(6) 2021, the customer alleged low battery alert. Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test and self test. Pump passed off no power test. No low battery alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No charge/battery anomalies noted. No unexpected low battery alarm anomalies noted. Low battery alarm not confirmed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.